Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was rock solid, and tube was bent and showing inside the scrotal region. A surgical procedure was performed and it as found was air bubbles in the pump. The pump was explanted and replaced. There is no additional information reported and there were no patient complications reported.